Manufacturer narrative:
This report is submitted beyond 30-calendar days from allergan¿s receipt due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation is rupture and "a 7mm low axillary node is rather dense, suggesting silicone adenitis". Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported a right side rupture. Healthcare professional reported "a 7mm low axillary node is rather dense, suggesting silicone adenitis". Device remains implanted.